Manufacturer narrative:
Product analysis:analysis could not confirm the customer complaint of an issue with the analyzer, no analyzer was returned with the programmer. The programmer passed the system test with a known good analyzer. Inspected analyzer bay and analyzer flex tape with no anomalies observed. Analysis confirmed the customer complaint of a printing issue. Drive full issue. Reconfigured hard drive, reloaded and updated software. Power cord bay latches were broken. Replaced power cord bay. Media bay door latch was missing. Replaced media bay door. Stylus was not returned with the programmer. Added and calibrated a stylus. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the user switched the programmer to the analyzer session, a "lost communication" error message displayed and the user was forced to restart the programmer every time. It was further noted that the printer would not print and that a "print queue full" error would generate even when there was nothing in the print queue. The printer was returned for service. No patient complications have been reported as a result of this event.